Event description:
This report is based on information provided by the distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device was displaying a "x" error message. There was no report of patient or user impact. Available details indicate that the device had displayed a "x" error message. Details provided in an update from the distributor in a email response, indicates that they were not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.